Event description:
Subsequent to the initially filed emdr report, additional information was received: an additional prostyle device was received at abbott vascular. Analysis of the device found the posterior needle tip was ejected from the posterior needle shank and the tip was bent. There were seven total prostyle failures, instead of the initially reported six. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The five additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of bilateral common femoral arteries was attempted with six prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure using a 6f sheath bilaterally. Reportedly, after removing the plunger, there was no suture present. This occurred with three prostyle devices in the right common femoral artery (rcfa) and three prostyle devices in the left common femoral artery (lcfa). The sutures of two new prostyle devices were successfully pre-placed at each of the access sites. The sheath was upsized to 16f in the rcfa and 18f in the lcfa and the evar procedure was completed. Hemostasis was achieved at both access sites using the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.